Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 418 mg/dl with large ketones associated with alleged loss of prime issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the loss of prime occurred around 1 am but the patient was not aware of it until the morning. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged loss of prime issue.